Manufacturer narrative:
The device was evaluated by a physio-control service technician. The device keylog was downloaded and evaluated. The reported issue could not be verified. The device delivered therapy each time the shock button was pressed. The reported issue could not be duplicated. The device passed functional and performance inspection and was returned to the customer. Root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation energy during a cardiac arrest. The users reported that the device stated "no shock" and CPR was continued, however on the printout it was later observed that the device had advised four shocks, but the shocks had not been delivered, as the charges had been removed. The patient did not survive the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and was unable to verify the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation energy during a cardiac arrest. The users reported that the device stated "no shock" and CPR was continued, however on the printout it was later observed that the device had advised four shocks, but the shocks had not been delivered, as the charges had been removed. The patient did not survive the reported event.

Manufacturer narrative:
A physio-control customer quality engineer reviewed the downloaded electronic device records and verified that there were four events where energy was not delivered after the device returned a "shock advised" decision. During the first event, the patient was disconnected from the device and the rhythm was no longer displayed on the device. The device gave a leads off message at that time. The device was reconnected and the rhythm was analyzed again. The device then gave another "shock advised" decision, but the patient connection was disrupted again (second event). After, the patient was reconnected again and shock was able to be delivered. For the third and fourth events, the device analyzed and advised a shock, but then the charge was removed by the users. It was observed that the energy up and energy down buttons had been pressed, removing the charge and placing the device in manual mode. The reported issue could not be duplicated. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the device losing connection through its defibrillation electrodes, during the first two event could not be determined.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation energy during a cardiac arrest. The users reported that the device stated "no shock" and CPR was continued, however on the printout it was later observed that the device had advised four shocks, but the shocks had not been delivered, as the charges had been removed. The patient did not survive the reported event.